Event description:
It was reported that the t: slim x2 pump battery would not charge, with a power source alert indicating an issue. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the original charging supplies, and the pump began charging without further assistance needed.